Manufacturer narrative:
Evaluation code for method consisted of analysis of log files of the incident from the actual device involved in the incident. A software patch is being developed to correct the defect at affected customer sites. If determined to be necessary, a customer communication will be issued once the affected software versions are identified. Analysis of log files from multiple sites indicates that the frequency of occurrence of the precipitating event is extremely low (less than 0.002% probability of occurrence).

Event description:
The patient information was entered on the dr console and the "begin study" button was selected. A pop-up message: "an attempt to revert back to the previous active detector failed. Warning: the system will now revert to standalone mode where no detector is selected. If problem persists, please contact technical support center." Was displayed. However, the dr 9500 display showed that a detector was selected. The operator dismissed the pop-up, positioned the patient for an ap abdominal x-ray, and took the exposure. The image that appeared on the dr 9500 display was a knee image from the previous patient along with the patient information for the ap abdominal exam (current patient). The correct technique settings for the pa abdominal exam were also displayed. The system was observed to prep and expose as expected for the ap abdominal exam. The exposure was carried out as expected but the current patient image was not captured. The same wrong image from the last successful exposure was displayed instead. The hospital technician recognized that a problem occurred and did not accept the wrong patient image for the current patient exam.